Manufacturer narrative:
There were no allegations reported against the returned ipg, so the device is deemed returned for ¿unknown¿ reason. Analysis of the returned ipg found it was inoperable due to eol. As there were no allegations against the ipg longevity was not calculated; however, ipg logs and patient programs were pulled in case of future need to do longevity or for other purpose.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete event, patient and device information. Further information was requested but not received. Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2023-05255. It was reported that the patients ipg and lead would be returned. Surgical intervention was taken on an unknown date for an unknown reason, where the system was explanted.